Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with corroded battery tube, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit received with unresponsive buttons due to corroded keypad connector from corroded electronic assemblies. Unable to perform displacement test or selftest due to unresponsive keypad. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.